Event description:
The customer reported that the cord for the power supply for her pump "snapped off of where it plugs into the wall." An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a f/u with the customer, she indicated that she did not see a fire or smoke, but did see sparking. She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she disposed of the original power supply. Sparking is indicative of at least one short in the dc cord. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. CAPA (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process.